Event description:
User was stationary in chair with it turned on when care giver allegedly noticed smoke. User was immediately removed from the chair. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tdxsp-mcg, (B)(4) is approximately 3 years 8 months old. The owner's manual part number 1143190 rev f (apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) male, (B)(6). The consumers preexisting medical condition consists of cva, heart murmur, depressive disorder and hypopotassemia. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The facility believes that the smoke came from a pinched cable. Page 77 of the owner's manual recommends that regular service inspections be performed by a qualified technician every six months with one of the inspection items being, "check that cables are routed and secured properly to ensure that cables do not become entangled and damaged during normal operation of the seating system".